Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels for the past week (300s mg/dl). Correction boluses were administered to address bg levels. The customer started that the reason for the elevated bg level was unknown. Troubleshooting with tandem technical support was declined by the customer.